Event description:
It was reported that the ilet charging pad exhibited intermittent failure to charge, characterized by an occasional blinking blue indicator light, and a replacement charger was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on the user¿s health or therapy beyond the need for replacement supplies. Investigation included customer interview and case review. Investigation of this case revealed a suspected malfunction of the external charger consistent with an electrical or charging accessory performance issue, with no evidence of device-related injury. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to unspecified component or performance failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.